Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. The mother also reported a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the prime test. Advised that the no delivery alarm was an infusion set issue. Advised to change the entire infusion set as soon as possible. Nothing further was reported.